Event description:
Customer reportedly obtained results of 48mg/dl and 124mg/dl within 10 minutes on the same device. Customer took her normal amount of medication. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.